Manufacturer narrative:
The device was returned for evaluation, and the customer's allegation was not confirmed. During the evaluation, only a black image was found and the camera head had a defective cable unit. The cable has broken lines inside the cable unit. No other issues were found and the camera head was without visible damage. The cable unit was replaced. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus there was an e322 scope communication error on the 4k camera head. The issue occurred during preparation for use and there was no patient harm associated with the event. During the product evaluation, only a black image was found and the camera head has a defective cable unit. The cable has broken lines inside the cable unit.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, a blank image was found. It was determined that communication failure occurred due to a cable failure, and images were no longer displayed. The cause of the cable failure could not be identified. It was recommended to replace the cable unit. Additionally, it was noted that e322 occurs when an attempt is made to display the aircraft data of the camera head when the camera head is not connected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomena: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.